Event description:
It was reported that during routine inspection the cardiosave intra-aoritc balloon pump (iabp) the safety disk and compressor data were found to be out of the specified range. No patients were involved.

Manufacturer narrative:
Due to character limit full details of e1-event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported during the inspection of the equipment, it was found that the safety disk data exceeded the specified range, and the positive pressure data was low, but later the test pressure was lower than the normal range. After replacing the safety disk (d997-00-0985-15) and kit 5000 hr preventive maintenance (d040-00-0147), the test met the requirements before use. Performed functional tests on the equipment according to the factory's specified requirements. After testing, it meets the factory's specified requirements and is delivered for use.